Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 900 mg/dl. The customer did not experienced any symptoms related to high blood glucose level. The customer's mother also stated that her son was suffering from urinary tract infection when hospitalized. The customer was treated with insulin drip. The insulin pump will not be returned for analysis.